Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experiences a shock/jolt throughout her body when her scs ipg battery is low. The pt was advised to charge more frequently. F/u identified the issue was not resolved with the increased charging frequency and the shocking has increased at the pt's scs ipg pocket site.